Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER complaining of abdominal pain and a CT of the abdomen and pelvis showed blood in the abdomen. The physician stated that the right distal common iliac had enlarged and created a distal type I endoleak causing the rupture. A secondary intervention was performed and four endurant ii limbs were implanted resolving the event. The physician stated the event was related to the device and procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).